Event description:
The customer reported that a cytarabine infusion ran approx eight hours longer than it was supposed to (intended total duration unk). In investigating whether there may have been a programming or device issue they pulled their knowledge portal data, and found multiple stops and starts for the module including line entries that state "infusion malfunction", and what appears to be the device stopped for approx seven hours. This correlates with the volume infused data that shows nothing delivered during that time frame. They have requested assistance in understanding the report, and will provide dataset and device logs for review to determine why the device was stopped. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). No devices received, log review only. The customer has requested an event log review. The event logs has been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Manufacturer narrative:
(B)(4). The customer's report of an infusion running longer than expected was confirmed. Analysis of the pcu event log shows that a custom concentration infusion of cytarabine high dose was programmed at 10:54 pm on (B)(6) 2015 to run at 41.7ml/hr for 24 hours. At 9:29 am on (B)(6) 2015, the infusion was stopped due to an unidentified pump malfunction. The infusion was not restarted again until 5 hours and 13 minutes later. The infusion completed 5 hours and 27 minutes after the expected 24 hour timeframe. The extra time for completion can be attributed to the time that the infusion was stopped due to the pump malfunction and from the times the infusion was paused by the user or due to alarms. The root cause of the extended infusion was due to a pump module malfunction which stopped the infusion. The cause of the malfunction was not identified. No device or error logs were provided for evaluation.